Manufacturer narrative:
Device evaluation: 1 unit of lot number c2119262 of zso-7-5 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Manufacturing records: prior to distribution zso-7-5 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-5 of lot number c2119262 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this lot number c2119262. Instructions for use and/label: it should be noted that the instructions for use (ifu0045) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised in the precautions section that, "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to potential kinked pigtail occurring while the stent was being straightened as it was being loaded onto the wire-guide likely causing issue reported. Summary: the complaint is confirmed based on customer/or rep testimony. There was no impact to the patient as this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while the stent was being straightened as it was being loaded onto the wire-guide likely causing issue reported.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 19-feb-2025.

Event description:
The doctor wanted to insert the zso-7-5 in the cbd. The nurse prepared the plastic stent. Using a stent straightener, the nurse unfolded the pigtail of the stent, then pushed the guide wire (visiglide2 0.025" straight) into the stent. But the wire did not advance. She tried several times but failed, and when she checked the stent, the hole of pigtail section was bent. So they used the new zso-7-5. They didn't change the guide wire. A lot number of new zso-7-5 was not confirmed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.